Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer reported a falsely elevated alinity c creatinine2 (crea2) result generated on the alinity c processing module for a 63-year-old female patient. The following data was provided (reference range for females > 61 years-old: 0.5 - 1.2 mg/dl): on (B)(6) 2026, sid (B)(6): initial crea2 result = 21.00 mg/dl (expc flag generated). This result was reported out of the lab and the physician notified the lab to question the result and had the sample retested, and the repeat results obtained were: on (B)(6) 2026, sid (B)(6): repeat crea2 result = 0.76 and 0.75 mg/dl (expc flag generated). The expc flag was generated due to the calibration curve expiring on (B)(6) 2026 for the alinity c creatinine2 reagent lot 82129ud00 for both results, however, the quality control was within in range on (B)(6) 2026. There was no impact to patient management reported.